Event description:
During follow-up, noise episodes were observed on the right ventricular (rv) lead, so it was explanted and replaced. Following the procedure, insulation damage was observed on the rv lead caused by a suture sleeve tightened against the lead. The patient's condition was stable and there were no adverse consequences.